Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the system controller¿s black power lead not properly connecting to battery clips or a patient cable was not confirmed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Issues with the controller were unable to be reproduced, and the controller¿s black power lead was able to fully thread onto multiple battery clips and patient cables throughout testing as intended. The black power lead¿s threading was observed under a microscope, and no issues with the power lead or its threading were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to properly connect the system controller to multiple different power sources, including battery clips and the mpu¿s patient cable. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a new system controller was being set up for use and the black power lead would not fully thread onto the black power lead of the patient cable. The black power lead was too tight and wouldn't thread onto the battery clip either. The coordinator decided to use another controller.

Manufacturer narrative:
A4 - patient weight not yet provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.